Manufacturer narrative:
The insulin pump powered up properly, all operating currents are within specifications and no burnt components noted. The insulin pump passed self test, displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a burned smell on the insulin pump. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.